Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occured. While inserting a taxus liberte 2.75x28 mm drug eluting stent the shaft fractured. The fracture occured outside of the pt's body and was removed without any complications. The procedure was successfully completed with another taxus liberte 2.75x28 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."